Event description:
It was reported via a clinical study, that a patient, who had a tsa, was reported to have branchial plexus neuropraxia following their implant procedure. The report indicated a change of medication to mesalamine from neurontin and that they were seen by a neurologist and an emg would be scheduled. The study indicates this was definitely not related to the devices but is related to the procedure. No further information.